Event description:
It was reported that an o-ring was on the pneumatic tap. The customer was able to remove the o-ring from the pump and successfully loaded a new cartridge and resumed insulin therapy. Additionally, it was reported that the customer's blood glucose was 700 mg/dl. The customer reported spending 4-5 hours in the ER on (B)(6) 2022 and subsequently being admitted to the hospital. The customer received IV of saline and insulin which resolved their high bg and was released on (B)(6) 2022 without permanent damage.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.